Manufacturer narrative:
Due to character limit in block e1, event site name: (B)(6). The issue was addressed by assessing the gas loss alarm and providing troubleshooting guidance, including advising that the catheter may be internally kinked and offering steps to follow if the alarm recurred. A call was conducted to visually review the a line waveform, which confirmed appropriate timing, identifiable systolic and augmentation waveforms, full balloon inflation, and effective afterload reduction. The user was reassured that the waveform appearance was acceptable during balloon inflation, and the device was operating alarm free at the time of the call.

Event description:
The user called the emergency support program line reporting that the gas loss alarm had occurred multiple times over the past few hours. He confirmed there was no blood or visible kinks in the helium tubing and noted that the a line waveform appeared unusual. No patient harm was reported.